Event description:
It was reported that the patient underwent an orthopedic surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle was broken at the first stitch when sewing subcutaneous tissue. The surgeon retrieved the broken piece immediately. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. A visual inspection of the scanning electron microscope photos was performed. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for this type of needle, which typically fails primarily in a ductile manner. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.